Manufacturer narrative:
The patient was further admitted for infection under MFR# 2916596-2022-14244, #2916596-2022-14270, #2916596-2022-14358. Manufacturer's investigation conclusion: the pump was transplanted (MFR# 2916596-2022-14240). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2021 to (B)(6) 2021 with fever, chills, and fatigue in a setting of driveline infection on oral suppression. Cultures were positive for meticillin-resistant staphylococcus aureus (mrsa). The patient was treated with incision and drainage with wound vacuum. They were discharged with IV vancomycin through (B)(6) 2021.